Event description:
It was reported that a user new to the ilet experienced recurrent low glucose and a subsequent hyperglycemic excursion after treating the lows, while not meal announcing per clinician direction; the user self-treated a confirmed low of 41 mg/dl with a glucagon pen and oral carbohydrates, and education was provided regarding appropriate hypoglycemia treatment to avoid rebound hyperglycemia, with no device component implicated. Symptoms included confusion/disorientation, malaise, and shaking/tremors. Outcomes included the need for unexpected medication intervention and classification as a serious injury or illness. Investigation included interviews with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, while a usage problem was identified consistent with an improper or incorrect procedure. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error that contributed to the event.